Manufacturer narrative:
Section d changed serial # (B)(6) to (B)(6). The reported iab serial number (B)(6) was not returned. Instead, iab serial number (B)(6) was returned and evaluated. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. A catheter tubing/inner lumen kink was observed approximately 76cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was found to be occluded with dry blood. Unable to clear the occlusion. Dry blood was observed at the tip of the guidewire. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated unable to calibrate fiber optic sensor alarm. The central lumen capped off. Bedside monitor was set up for pressure source. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated unable to calibrate fiber optic sensor alarm. The central lumen capped off. Bedside monitor was set up for pressure source. There was no reported injury to the patient.